Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02853. It was reported that the burr became stuck on the rotawire. The target lesion was located in the mildly tortuous and moderately calcified ostium of the right coronary artery (rca). A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure, the physician was activated dynaglide mode to remove the burr from the patient's body. At the course of the event, it was noted that the burr stalled and became stuck on the rotawire while at the ostium of the rca. Consequently, the burr was unable to go forward or back. It was further noted that an undeployed unspecified stent was present in the lesion and became entangled with the burr and rotawire. The burr, rotawire and unspecified stent were removed from the patient's body together. The procedure was completed with stents. No patient complications were reported and the patient's status was fine.